Event description:
The cusotmer sated her meter was reading too low. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl, and no product will be returned for eval.